Manufacturer narrative:
On may 5, 2020, the product investigation was completed. Device investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter. They encountered noise on electrode #7. They exchanged this catheter with a same like product and this resolved the issue. There was no patient consequence. Visual inspection was performed and one of the electrodes appears to be squashed/bent. A second closer inspection was performed, and it was found with a ring lifted and without polyurethane (pu) on the proximal edge. Then, the electrical test was performed, and the catheter failed: no electrical readings were observed on electrodes. A failure analysis was performed, and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. The catheter passed the outer diameter test. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint has been confirmed. The root cause of the electrical wire breakage and electrode damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter, and the biosense webster, inc. Product analysis lab noted that one of the catheter electrodes appeared to be lifted without polyurethane (pu) on the proximal edge. Initially, they encountered noise on electrode #7. They exchanged this catheter with a same like product and this resolved the issue. There was no patient consequence. This noise issue was assessed as not reportable as the risk to the patient was low. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found on april 3, 2020 that one of the catheter electrodes appeared to be squashed, bent and lifted without polyurethane (pu) on the proximal edge. The issue of the electrode lifted without polyurethane (pu) on the proximal edge was assessed as a reportable issue. The awareness date for this record is april 3, 2020.